Manufacturer narrative:
Reliability analysis inspected two opened/used reservoirs, and performed visual inspection. Found both reservoirs with detached snap-cap from the septum site. Both reservoirs will leak.

Event description:
The customer stated that she was unable to prime with three reservoirs. The customer kept getting the no delivery alarm. Nothing further was reported.